Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the system fan was noisy, the upper hinge plate, upper case and rear display cover were scratched, the lower case feet were worn, the electrocardiogram and input/output connectors on the link electronic module (lem) board were loose and that the antenna cable was damaged and failed the antenna test. All found defective parts were replaced and, additionally, the lem board was also calibrated. (B)(4).